Manufacturer narrative:
H.6 investigation summary material #: 367282 lot/batch #: 23a25a1 bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and another 8 retention samples by functional testing and no issues were observed relating to difficult to move safety shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode difficult to move safety shield. Bd was not able to identify a root cause for the indicated failure mode. As stated in the IFU, please hold the end of safety shield and tubing, and slide the safety shield straight to cover the winged needle. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, a nurse experienced a needlestick injury when attempting to secure the needle. This was an isolated incident and did not result in serious consequences. No treatment or medical change reported.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, a nurse experienced a needlestick injury when attempting to secure the needle. This was an isolated incident and did not result in serious consequences. No treatment or medical change reported.